Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous left circumflex artery. The lesion was pre dilated with an unspecified balloon. The 2.75 x 38mm taxus liberte stent delivery system was advanced, but was unable to cross the lesion. The physician removed the device from the patient and noted the distal edge of the stent was lifted up. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).